Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 405 mg/dl at the time of incident. Customer reported they called earlier about the sensor and the pump not connecting and finding each other and blood glucose was over 400 mg/dl. Customer reported their blood glucose went from the 287 mg/dl to 405 mg/dl after he treated for the high blood glucose using 8.0 units and 3.0 units and at that time my blood glucose was 287 mg/dl and now it was 405 mg/dl and after treated it was 278 mg/dl and then he gave himself 5 unit, the blood glucose were high over 400 mg/dl. Customer does not alleged pump was under delivering. The devices will not be returned for analysis.